Event description:
Vanishpoint syringe found in intact packing without a cap. Appears the unit was manufactured without a cap. No other syringes in this lot were found to have this issue. Manufacturer contacted on 10/6/23.